Event description:
It was reported that entire device system was removed on (B)(6) 2012 due to infection and chronic sepsis. The pump and catheter were discarded. Antibiotic treatment was necessary. The physician stated that the patient had been chronically septic and ill for about a year. It was also reported that the catheter was in the patient's bowel. The reporter was unsure if the catheter eroded into the bowel or if the bowel was perforated upon implantation. The patient had a colonoscopy which showed a portion of the catheter entering and exiting the colon. It was removed endoscopically. Patient symptoms included fever. Patient outcome was not provided. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated the pump was the cause of several months of meningitis due to the "catheter melting in half, then punch a hole into my colon." The patient still wanted to replace the pump.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).